Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. It was reported the when recharging their implant, it seems to go from 50% to 75% in 30 minutes and then to go from 75% to 100% takes an hour. When they first started charging, back when they got the implant, they could completely charge in 30 minutes, now it takes an hour or two hours to completely charge. The patient confirmed they get 8 coupling bars when charging. But the patient further went on to say they hate the coupling because when they move a bit, they will go from 8 coupling bars to 2 coupling bars. It was noted that when they lose coupling, it isn't for very long. The patient confirmed that they were at 3 v before when they initially got the implant, now they were at 5.2 v. The patient was being sent adhesive disks. No patient symptoms or further complications were reported as a result of this event.